Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2016 with the following findings: investigation revealed the battery compartment had multiple cracks and the battery cap had stripped threads; the cap would not secure to the pump. Also unrelated to these issues, the keypad cover was found to be damaged and peeling. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. Evaluation also revealed that the battery cap had stripped threads and did not secure properly to the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/23/2016.